Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump was exposed to water. Customer's blood glucose reading at the time of the call was 102 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button error alarm noted. Act button did not respond due to corroded keypad traces. No moisture damage on electronic noted. Insulin pump received with minor scratches on display window, cracked display window corners.